Manufacturer narrative:
Analysis logs indicated that the drugs delivered via the device system were morphine (75 mg/ml, 29.976 mcg/day) and bupivacaine (18 mg/ml, 7.194 mcg/day). Analysis was updated and determined that the pump was left running a long time before it was returned, which caused the post-explant pump anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis of the pump revealed pump/pump head/hole in pump tube/mechanical wear. Analysis of the catheter revealed no significant anomaly.

Event description:
(B)(6) 2015 product return: the pump and catheter were returned to the manufacturer with no return paperwork; no patient symptoms were reported, and there was no allegation against the pump or catheter. The devices underwent routine analysis. Additional information has been requested. If additional information is received, a follow-up report will be sent.